Event description:
A hub crack was noted when they attempted to attach the 4-way stopcock and syringe for prep of balloon. This was prior to insertion into patient. The product was not clinically used. There was no patient injury.